Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture was noted on the right ventricular (rv) lead. Based on the electrical anomaly, the physician alleged rv lead insulation damage to be the cause of the event. The lead is anticipated to be revised when the device reaches normal elective replacement (eri) level. The patient was in stable condition and will continue to be monitored.